Event description:
During use, the coil fractured before deployment. Removed defective coil and used another item. Procedure was successful. Additional information was requested to a company representative on august 16th, 2001: "the coil broke with little to no resistance per md. He was using in excelsior catheter."